Event description:
Upon interrogation of the device on (B)(6) 2015, it was reportedly impossible to read the content of the device memories (aida). The device was interrogated several times, and each time, the message "aida is not programmed" was displayed. Even after pressing the "program" button, the same message was displayed.